Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of package damaged / defective / other was confirmed upon inspection of the sample photos. Analysis of the photos showed that the top web artwork related to the bd eclipse brand name were cut off. However, the cannula gauge and cannula size information; and variable print information were present on the top web. Bd determined that the cause of the failure was related to our manufacturing process. It is suspected that during the packaging process there could be a portion of top web paper roll (likely one round circle) not closely aligned at the top web edge (telescoping issues) which resulted the top web artwork being cut off during perforation at the primary packaging line. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the top web of the bd eclipse¿ needle label was cut off, resulting in missing text. The following information was provided by the initial reporter: "on 13oct2022, during the incoming quality inspection of bd eclipse needle batch# 0010662154, it was observed that the text on the topweb artwork was cut-off, resulting that text was missing."

Event description:
It was reported that the top web of the bd eclipse¿ needle label was cut off, resulting in missing text. The following information was provided by the initial reporter: "on (B)(6) 2022, during the incoming quality inspection of bd eclipse needle batch# 0010662154, it was observed that the text on the topweb artwork was cut-off, resulting that text was missing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.